Event description:
It was reported that the patient had a micl 12.1 implantable collamer lens implanted in the right eye in 2006. As part of the postmarket study, the patient reported that she was experienced elevated pressure in both eyes the day after surgery. Further information was requested from the surgeon but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted. See MFR report# 2023826-2009-00399 for the left eye.

Manufacturer narrative:
Evaluation results - a work order search was conducted and there was no similar complaints found.